Event description:
It was reported that the patient received inappropriate shocks due to oversensing of noise on the fractured right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the outer insulation was breached cut, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism. We did receive performance data collected from the device and have analyzed the data. There was a lead integrity alert triggered with the patient alert for lead failure predictor on (B)(4) 2012. Also, there was oversensing with ventricular non-sustained tachycardia less than equal to 210 ms on (B)(4) 2012 and ventricular fibrillation less than equal to 180 ms average v-cycle between (B)(4) 2012.